Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as broken bleeding skin. The patient's wife also reported blisters and believes the patient maybe allergic to metal. There was no alleged device malfunction contributing to the irritation. The patient was prescribed salve and mometasone furoate crème by a medical professional. Follow up indicated the irritation improved.